Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1 gm every fifth day, route and duration not reported), injection of meropenem (1 g every day, route and duration not reported) and injection of amikacin (250mg, start dose, then 125 mg maintenance dose, route and duration not reported) for the event. Action with pd therapy was not reported. At the time of the report, the patient outcome was unknown. No additional information is available.